Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported during a bedside insertion of the impella 5.0, the physician was unable to advance the pump through the anastomosis. The physician confirmed the vessel size was appropriate, and used a 10x30 hemoshield gold despite being informed that best practice was to use a hemoshield platinum. All attempts at delivery were unsuccessful, and the decision was made to abort the impella 5.0 insertion. The patient was successfully placed on an impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.